Manufacturer narrative:
One opened sample was returned. Evaluation of the sample showed the following results: the sample was examined using magnification and found to be over polished. The blade width visually appeared undersized. The blade width was measured and found to be nonconforming for being undersized. The device history record (DHR) for the lot was reviewed. No abnormalities were found during the DHR review and the product was released according to manufacturer's acceptance criteria. The root cause is operator error. (B)(4).

Event description:
A customer reported having an issue with a knife during a procedure. Additional information was received indicating the knife had an unusual shape. The surgeon completed the case with a "limited" delay. There was no harm to the patient.